Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received no delivery alarms after changing the site two times. Customer's blood glucose level was 500 mg/dl. The no delivery alarms were recurring. The alarm was resolved with a complete set change. The device was not returned.